Event description:
The consumer's wife sent a web message stating her and her husband have an omron blood pressure monitor. The monitor was reading the consumer's blood pressure inconsistently. He had a lot of fluctuations in his readings, but it was often very low(40/20). When the machine gave an error, they would assume the reading was low, and he would take his medication. He is quadriplegic and has a skinny arm according to the consumer's wife. The consumer was recently hospitalized due to infection and low blood pressure. They originally went to the doctor then his wife called 911 since the unit was showing an e error code and would not provide a reading. He was taken to the hospital then put in the intensive care unit (ICU) for four days. His medication for midodrine was increased by his doctor. They were unsure how long they have been using the unit for and did not know how many times a day they use it. They both use the unit and use both arms while in bed or in a wheel chair. The consumer's arm size is 10". The cuff was applied so only one finger can be placed between the cuff and skin. His blood pressure ranged from 40/20 to 160/80. The unit would sometimes inflate over 200.

Manufacturer narrative:
A root cause has not been determined. It has not been confirmed if the device caused or contributed to the reported incident; however, due to the consumer having been hospitalized this medwatch is being filed. The product instruction manual includes following warnings: this device is not intended to be a diagnostic device. Consult your physician before using the device for any of the following conditions: common arrhythmias such as atrial or ventricular premature beats or atrial fibrillation, arterial sclerosis, poor perfusion, diabetes, age, pregnancy, pre-eclampsia, renal diseases.

Manufacturer narrative:
Updated information section d9. Additional information added to section g6, h1, h2, h3, h6, and h10. After initial report was submitted, the consumer returned the unit back to importer for evaluation. The importer evaluated the returned unit and it passed evaluation. Then, the returned unit was sent to device manufacturer for further testing. Here is the summary of the manufacturer device investigation: the unit was tested and unit was working within specifications. Therefore, the consumer returned product was judged a conforming product. There was no record of bp measurement data in the memory of the unit. Further investigation in to cause was considered since the consumer had stated the unit was reading low. Using the returned unit and cuff and a sample unit and cuff, the blood pressure was measured according to the measurement method described in the instruction manual.the manufacturer testing included deflation test, leakage test, and accuracy test. There was no significant difference in the results when tested three times. The risk analysis document was reviewed and it was determined that no update to risk management documents is required. No abnormal trend identified during complaint data review by manufacturer. Following important safety information/warning is included in the instruction manual included with the blood pressure monitor: do not adjust medication based on measurement results from this blood pressure monitor. Take medication as prescribed by your physician. Only a physician is qualified to diagnose and treat high blood pressure. This device is not intended to be a diagnostic device. Since there was no issue found with returned device; further investigation and correction is not necessary.